Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported of a delivery anomaly from the insulin pump. The customer's blood glucose reading was 15.1 mmol/l. The customer stated that the plastic part where the reservoir goes in is broken. The broken piece is not holding in the reservoir causing for insulin to not be able to be delivered. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing endcap sticker. The reservoir was tested, does not lock properly inside the reservoir tube.